Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the ICU on (B)(6) 2013 with an altered mental status. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the patient had passed away on 2013-(B)(6). It was noted that the patient being admitted to the ICU (as previously reported) had nothing to do with the pump, but instead the patient was admitted due to an altered state caused by uncontrolled diabetes. It was noted that the cause of death was not device related. It was further noted that the pump had been disposed of. The pump had been delivering dilaudid 10mg/ml, 3.8mg/day.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).